Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated (non-conformance / out of tolerance) to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported 2 of the customer's healix advanced 4.5mm br anchor's were pulling out of bone holes and the jaw of their expressew ii was bent during a rotator cuff procedure. He stated the surgeon had inserted the first anchor and it pulled out while trying to tie the sutures. The surgeon used another like anchor in that bone hole which held. In a second bone hole, a second anchor pulled out while the surgeon was testing the strength. He used another like anchor in that bone hole which held. The patient had soft bone, a 4.5 healix advanced awl was used, and there were 3 sutures per anchor. The surgeon was using adequate force and had used the healix advance system about 4 times. During the procedure, it was also noticed that the expressew was passing suture poorly. When the surgeon took the device out to look at it, they noticed the jaw on the expressew was bent. The sales rep believes the jaw bent from user mishandling. The surgeon used another expressew to complete the procedure. No patient consequences. The anchor's were already discarded by the customer. The expressew is coming back. Please see also medwatch reports 1221934-2018-50662 and 1221934-2018-50661.